Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and experienced an implant fracture. Patient works on construction site where he jumps up to 0.5 m deep occasionally.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Event description: it was reported that the patient underwent a hip total endoprosthesis in 2016 and underwent revision surgery on (B)(6) 2020 due to fracture of the ceramic head on (B)(6) 2020 without reported trauma. The patient works in construction and frequently jumps up to 0.5 m deep. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated radiographs (ap and second view) of the left hip were obtained. Both images show a cementless left total hip arthroplasty. In addition, visible fracture of the femoral head and dislocation of the stem taper in the acetabular shell. Based on the available images, the angle of inclination and anterversion of the acetabular shell cannot be assessed. Surgical report: revision report, (B)(6), 2020: indication: fracture of ceramic head condition after cementless htep left in 2016. Treatment: surgical revision with removal of the ceramic fragments and exchange of the insert for a 58 insert as well as of the head for an option head length l with metal inlay. Procedure: incision through old scar. Resection of the neo-capsule and exposure of the shell and the head. The head is fractured into several fragments. Removal of the fracture fragments. Frequent irrigation and aspiration of the smaller fracture fragments. Luxation of the stem neck. The stem taper has a few scratches but is otherwise intact. Therefore, mounting of an option head with metal sleeve. Removal of the insert, which is clearly scratched. Insertion of a new insert. Repositioning and closure. Product evaluation: visual examination: a total of 6 fracture fragments of the sulox head were obtained. Apart from small gaps, the obtained fracture fragments add up to the complete sulox head. On the largest fracture fragment, the taper bottom and parts of the taper wall can be seen. The taper bottom shows metal smears indicating that the stem taper was in direct contact with the taper bottom of the head. Whether this contact occurred before or after fracture remains unknown. Metal smears are also visible on the taper wall showing the seating pattern of the head taper on the stem taper. The visible seating pattern indicates the proper seating of the sulox head on the stem taper. The metal smears on the remaining fracture surfaces occurred after the head fracture. See images attached. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: the sulox head was manufactured on september 15, 2016. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the raw material certificate showed that the chemical, physical and mechanical properties of the raw material are according to the predefined specifications. Conclusion: it was reported that the patient underwent a hip total endoprosthesis in 2016 and underwent revision surgery on (B)(6) 2020 due to fracture of the ceramic head on (B)(6)2020 without reported trauma. The patient works in construction and frequently jumps up to 0.5 m deep. The quality records show that all specified characteristics have met the specifications valid at the time of production. In addition, review of the raw material certificate showed that the chemical, physical and mechanical properties of the raw material met the predefined specifications. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the provided radiographs the angle of inclination and anterversion of the acetabular shell, which may have influenced the performance of the femoral head, could not be assessed. If or to what extend the reported jumps of the patient during work may have contributed to the fracture of the head remains unknown. The seating pattern found during the visual examination indicates the correct positioning of the head on the stem. In conclusion, based on the received radiographs and the visual examination, the reported event can be confirmed. Nevertheless, based on the given data an exact cause could not be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture.

Manufacturer narrative:
Additional information which was received on (B)(6) 2021 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received revision report and x-rays for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4) .